Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms within the last week. The customers blood glucose (bg) level was reported to be 228 mg/dl. The customer changed out supplies and issued a correction bolus via the pump. The customer stated that on the first occlusion alarm (B)(6) the insulin was gel-like. Reportedly, the customer was changing supplies every 7 days. As the customer had changed out supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.